Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown operating system version unknown. It was reported that the low glucose alarm failed to sound, was unable to obtain readings and receive glucose alarms. As a result, customer experienced hypoglycemia and was unable to provide self-treat. The customer had contact with a non-healthcare professional (mother) who provided apple juice as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble (bluetooth) connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected the reader to software nd isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor , fs libre sensor kit and libre reader were reviewed and the dhrs showed the fs libre sensor , sensor kit and libre reader passed all tests prior to release to distribution. If reader is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section d1 (brand name ) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an unknown operating system version unknown. It was reported that the low glucose alarm failed to sound, was unable to obtain readings and receive glucose alarms. As a result, customer experienced hypoglycemia and was unable to provide self-treat. The customer had contact with a non-healthcare professional (mother) who provided apple juice as treatment. There was no report of death or permanent impairment associated with this event.